Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, peeling (floating) of the curved rubber adhesive part recognized. (Glue is chipped and fragments fall into the body there is a fear), bending angle insufficient due to the elongation of the angle wire, coating of the image guide coil is peeling off. (1mm2 or more), image guide bundle broke due to external factors, stains on the image guide bundle, scratches found on the operation part, scratches found on the switch box, scratches on the operation unit cover, scratches found on the grip, scratches on the angle lever, scratches are found on the up/down plate, scratches found on the universal cord, corrosion of the electrical connector contacts, and scratches found on the scope connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for an evis lucera bronchofibervideoscope, having broken coating. Upon inspection and testing of the customer returned device, the coating of the scope image guide serpentine was found peeling off (1-2mm or more). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report has been submitted to provide device evaluation. The follow field updated: h6,h10 the subject device was returned to olympus for device evaluation and investigation confirmed the reported issue during investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation noted that it has been more than one year since the device was manufactured. The investigation did not establish a definitive root cause for the reported event. According to the investigation, since the actual item was not sent to the legal manufacturer mbc, the cause of the event was unable to be specified. The defective event was presumably caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.